Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
Related manufacturer reference number: 1627487-2022-04687, 1627487-2022-04688. It was reported that patient experienced ineffective stimulation with drg system. Targeted pain pattern is ongoing foot pain. It was also reported that patient lost a significant amount of weight so the patient is experiencing discomfort around waistline, the drg battery is protruding out of the patients back and the skin over the drg battery site is very thin. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information was received that surgical intervention was undertaken on (B)(6) 2022 wherein the drg battery was explanted. Both drg leads were cut and left in situ (related manufacturer reference number: 1627487-2022-05856, 1627487-2022-05857) as they couldn't be explanted due to scar tissue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.